Manufacturer narrative:
The returned device was evaluated and no kinks or damages were found along the soft cannula during investigation. Fluid was observed passing through the fluid path successfully. Download data showed no signs of struggle during device run. No issues found that would cause device to fail to deliver insulin. Blood observed on the adhesive pad was in line with user reports of bleeding. No damages or defects were found with the bottom housing or cannula assembly that could have contributed to the reported bleeding. Cause of the reported bleeding could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 20 mmol/l (360 mg/dl) with ketones of 0.1. The pod was worn longer than 48 hours on the back. The cannula was noted to be bent. As treatment for the hyperglycemia, a new pod was applied.